Event description:
A patient reported that after 4 or 5 days of having the implantable neurostimulator (ins), they were having problems with their symptoms and their device had not been working. They felt like they had to go to the bathroom all the time. They would go to the bathroom, then 20 minutes later, they felt like they had to go again. The night prior to the report, they went to the bathroom and kept feeling like they had to go, but could not. Initially, they were not feeling stimulation. Therapy was on at setting of program 1 at 2.5v. The patient increased stimulation to 2.6v and stated they could feel it. It was recommended that if the problem continues, that the patient follow up with their healthcare provider (hcp). The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.